Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining a sensor error message from the adc freestyle libre 2 sensor. As a result, the customer was unable to obtain glucose readings and reportedly experienced a hypoglycemic episode, which resulted in a loss of consciousness. The customer was treated with glucagen hypokit by spouse and no further information was provided. There was no report of death or permanent injury associated with this event.